Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience of no energy output could not be confirmed, as the event unit met current specifications. Applied medical is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: whipple. Incident description: the implementation specialist was present for the case. There were a total of 161 activations in the case using voyant. At approximately activation 65 the surgeon was sealing the right gastroepiploic vein and said that no energy was deployed, the lumen was wide open and there was bleeding. He used suture to control the bleed. The surgeon had double sealed the vessel, but had not double sealed prior to that. The scrub tech told the applied account manager that the surgeon was torqueing the tissue being sealed. The generator was going through the full seal cycle and there were no alarms. At activation 75, the surgeon remarked that the device was not completely cutting. He said the device cut fine on gross anatomy, but on delicate, thin tissue it was not cutting to the distal end. It was only cutting half way (9mm of the 18mm seal) and it was leaving eschar. The surgeon did not experience any resistance when actuating the blade lever. He did notice improvement when the jaws were cleaned. There was oozing at the greater curvature of the stomach. The surgeon commented the device was not as hemostatic as he had hoped and that he usually spends more time with [competitor device], but voyant was sealing faster. Around activation 150, the surgeon was posterior of the specimen around the hepatic portal vein transecting to the smv. The device started sticking and the sticking was progressive. The jaws were cleaned in saline with a lap pad and the blade was ran, but no improvement was noticed. When the surgeon went to remove the device from the tissue there was bleeding, which he sewed up to control. The surgeon said that the device was not deploying much if any energy. The jaws were not submerged in fluid prior to the tissue sticking. The device was not activated on diseased or inflamed tissue. At activation 161 the surgeon asked for [competitor device] to complete the case. Before the case was completed, they switched generators and opened a new [competitor device] as they were receiving alarms. The jaws were cleaned in saline with a lap pad 12 to 15 times throughout the procedure in saline and the blade was run to clear the channel. Surgeon has used [competitor device] for 15 years. The patient had 100cc blood loss, which was controlled with suture. There was no injury to the patient and the patient is fine. Intervention: suture was used to control bleed. (Competitor device) was used to complete the case. Patient status: fine.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: whipple. Incident description: the implementation specialist was present for the case. There were a total of 161 activations in the case using voyant. At approximately activation 65 the surgeon was sealing the right gastroepiploic vein and said that no energy was deployed, the lumen was wide open and there was bleeding. He used suture to control the bleed. The surgeon had double sealed the vessel, but had not double sealed prior to that. The scrub tech told the applied account manager that the surgeon was torquing the tissue being sealed. The generator was going through the full seal cycle and there were no alarms. At activation 75, the surgeon remarked that the device was not completely cutting. He said the device cut fine on gross anatomy, but on delicate, thin tissue it was not cutting to the distal end. It was only cutting half way (9mm of the 18mm seal) and it was leaving eschar. The surgeon did not experience any resistance when actuating the blade lever. He did notice improvement when the jaws were cleaned. There was oozing at the greater curvature of the stomach. The surgeon commented the device was not as hemostatic as he had hoped and that he usually spends more time with [competitor device], but voyant was sealing faster. Around activation 150, the surgeon was posterior of the specimen around the hepatic portal vein transecting to the smv. The device started sticking and the sticking was progressive. The jaws were cleaned in saline with a lap pad and the blade was ran, but no improvement was noticed. When the surgeon went to remove the device from the tissue there was bleeding, which he sewed up to control. The surgeon said that the device was not deploying much if any energy. The jaws were not submerged in fluid prior to the tissue sticking. The device was not activated on diseased or inflamed tissue. At activation 161 the surgeon asked for [competitor device] to complete the case. Before the case was completed, they switched generators and opened a new [competitor device] as they were receiving alarms. The jaws were cleaned in saline with a lap pad 12 to 15 times throughout the procedure in saline and the blade was run to clear the channel. Surgeon has used [competitor device] for 15 years. The patient had 100cc blood loss, which was controlled with suture. There was no injury to the patient and the patient is fine. Intervention: suture was used to control bleed. (Competitor device) was used to complete the case. Patient status: fine.